Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the cause for reported difficult or delayed positioning could not be determined. The tissue damage appears to be due to procedural circumstances. The reported patient effect of mitral valve injury (tissue damage) as listed in the mitraclip ntr/xtr system instructions for use, is known possible complication associated with mitraclip procedures. There is no indication of product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report during grasping a leaflet perforation occurred. It was reported that this mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed but there was difficulty grasping a3/p3. The clip was moved to a2/p2 and grasping was successful. The clip was deployed and confirmed to be stable with good results, mr reduced to 1-2 however, a small perforation was noted at a3/p3. The procedure was completed as mr had been reduced. A transesophageal echocardiography (tee) would be performed to evaluate the mitral valve. No additional information was provided.